Event description:
Erythema of lower face and neck after injection of upper lip perioral lines. Treatment discontinued and pt was given solumedrol (IV) immediately. Symptoms had completely resolved approx 1 hour later. Physician believes symptoms are possibly related to the collagen material.